Manufacturer narrative:
(B)(4). Method: the devices are not available for return and device model specifics along with the lot numbers were unavailable. Therefore, a review of the device history review (DHR) could not be performed at this time. Results: as no devices are available for an evaluation no testing methods were performed; therefore, results cannot be obtained. Testing results of the one device to be returned will be provided with case 2026095-2015-00275, (B)(4). Conclusion: as there is limited information regarding these reported events, a root cause cannot be identified. Additional information has been requested regarding these event; however, not yet received. Should additional information be received pertinent to this case a supplemental report will be provided. Devices not returned to mfg.

Event description:
{Please refer to 2026095-2015-00275, (B)(4)} report 2 of 2: it was reported by a doctor that it has recently been observed that more than one incident of a pump (specific models & lot numbers unknown) has had an infusion that ended a day earlier than expected. There are no specifics on the previous cases; however, the doctor had one pump available for return. No report of adverse event or medical intervention.